Event description:
It was reported that after a +22.5 diopter cc4204bf collamer plate lens was loaded, the surgeon turn over the cartridge and noted it was split. Surgeon did not attempt to insert the lens.

Manufacturer narrative:
(B) (4). (B) (4).